Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, two opening side assessed as surgical damage like. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: white particles observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown and rupture. Healthcare professional later reported baker grade "left 3".device was explanted.

Manufacturer narrative:
Continued h6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "right-side rupture per mammogram, plus capsular contracture baker grade unknown" later confirmed as baker grade iii.

Event description:
Healthcare professional reported a "right-side rupture per mammogram, plus capsular contracture baker grade unknown" later confirmed as baker grade iii. The device was explanted. A capsulectomy was performed.